Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively; confirmed via MRI. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On february 21, 2023, the mentor failure analysis lab received the device for evaluation. On march 1, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc was found to be ruptured and received in three parts. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 30, 2023, mentor became aware that the replacement devices used on january 30, 2023 were catalog number 3504504bc; serial number (B)(6), on the left side, and catalog number 3504504bc; serial number (B)(6) on the right side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, mentor became aware that the date of bilateral replacement surgery is (B)(6) 2023. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2023. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).